Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The reported condition of an f-94 alarm was confirmed through the alarm log, visual inspection and functional testing. The root cause of the reported condition was due to a damaged main battery. The main battery was replaced to resolve the reported issue. If any additional relevant information is received, a follow up MDR will be sent.